Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they had a low blood glucose level of 38mg/dl. Customer reported sensor versus blood glucose level variances. Customer stated that his sensor glucose level showed 300 but his blood glucose level was in the 40mg/dl range. Customer's blood glucose level at the time 118mg/dl. No additional information is provided.